Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures because the issue could be resolved by own resources; it was stated in the ufr that the device is back in use after replacement of internal battery and power supply. Dräger tried to obtain further information based on which exact findings the exchange was made but the contact person named in the ufr was not able to provide additional details. Dräger derives the following: a reboot is the specified device behavior to remedy interrupts in the processing of sw routines. During a reboot sequence the airway pressure will be released to ambient and, the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and, the device resumes ventilation with previous settings. If the device was put into operation with a depleted or worn internal battery, this may trigger a reboot under specific pre-conditions. Since the internal battery serves as an important fail-safe mechanism, the device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery, the voltage drop may be that significant within this short period that operation becomes impossible, and running sw processes will be interrupted. A reboot will then be triggered to set back all processes to a controlled state. It is not known why the replacement of the power supply was considered necessary as well - operation was obviously resumed after the reboot confirming that the power supply was available as the primary energy source. The device was in operation for 12 years now and has lasted for a period that equals to the product's useful life; the malfunction of electronic components after such long period of use can be considered acceptable. The internal battery is subject to wear and tear, shall be regularly inspected and replaced every two years. Since the exact failure mechanism cannot be derived from the available information, it cannot be determined if lack of preventive maintenance and/or use error (failure to follow instructions) were contributing factors in the event. The device behaved as specified for the general error condition.

Event description:
Dräger has received a user facility report in which it was reported that the device performed a reboot during use. It was mentioned that the event did not lead to consequences for the patient. The device has no UDI as an UDI was not required at the time the device was manufactured.